Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred daily since the customer began insulin therapy on the pump. The customer's blood glucose was not impacted. It was indicated that the customer would change out supplies and resume insulin delivery. As the customer had changed out the infusion set and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.